Event description:
Patient revised because of patella pain, found polyethylene wear on insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history was not provided. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened.depuy considers the investigation closed.